Event description:
It was reported that the right ventricular lead had dislodged. The patient presented for lead revision procedure on (B)(6) 2018. During the procedure, the helix could not be re-deployed. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on 09/24/2018 indicating that the lead dislodgement was noted during routine follow up. No electrical issues were noted prior to procedure. The patient was stable prior and after the procedure.